Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging a leakage issue with the cartridge connection. The patient reportedly was unable to administer her bolus dosage and had elevated blood glucose of 487 mg/dl with symptoms of increase thirst and urination. At the time of the call to animas, the patient¿s blood glucose was at 467 mg/dl. Troubleshooting confirmed there was leakage issue at the connection. There was no product misuse. The reported issue could not be resolved with training. This complaint is being reported because the patient had elevated blood glucose with symptoms suggestive of hyperglycemia while there was a leakage issue with the insulin pump system.

Manufacturer narrative:
The returned cartridge was evaluated by product analysis on 09/11/2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.